Event description:
Physician's assistant (pa) was using a vasohemopro2 during procedure. The cautery would activate without pa activating it. Electrosurgical generator unit was removed from service, as well as vasohempro device. The generator was tested by biomedical engineering and found to have no issues and outputs tested within specification. Material's management for the operating room will return vasohempro device to the manufacturer for failure analysis. No harm came to the patient and the procedure was completed as planned.